Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Multiple infusion set changes were performed to address the occlusion alarms. Reportedly, the customer uses apidra insulin in their cartridges. The customer's blood glucose (bg) level was over 600 mg/dl. A correction bolus was delivered and a manual injection was administered to address the bg level.